Manufacturer narrative:
The serial number for the cobas e 801 module used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 801 was 386646 with an expiration date of 30-may-2020. The ft4 iii reagent lot used on this cobas e 801 was 380330 with an expiration date of 31-dec-2019. The ft4 ii reagent lot used on this cobas e 801 was 363195 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e 801 was 348359 with an expiration date of 31-oct-2019. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient sample on a cobas 8000 e 602 module compared to the architect method. There were discrepant results for elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii between the customer's e 602 module and the architect method. The results from the customer site were reported outside of the laboratory. The patient sample was submitted for investigation where discrepant results were identified for tsh, ft4 iii, elecsys ft4 ii assay, and ft3 iii between an e 801 module used at the investigation site compared to the architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft4 iii results, and medwatch with patient identifier (B)(6) for information on the ft4 ii results. Refer to the attachment to the medwatch for all patient data. The customer's cobas e 602 module serial number (B)(4).

Manufacturer narrative:
Further investigations of the sample could reproduce the issue observed by the customer. The sample was found to contain an interfering factor to a component of the ft3 assay. This limitation is covered in product labeling. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.